Event description:
During follow-up, oversensing due to noise was noted on the right ventricular (rv) lead. Lead insulation damage was suspected. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported events of noise and insulation abrasion were confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found two optim sheath only abrasions, one consistent with friction to the device can and one consistent with friction to another device or feature of the heart. X-ray analysis found the inner coil to be broken in the connector region. Sem analysis was performed and verified that all eight filars of the inner coil were fractured. The cause of the reported event of noise was isolated to the fractured inner coil in the connector region.